Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the device 8100 is having an error code of 242.4030 was confirmed by tech support. Tech support had a walk through with the customer and revealed the following, motor: customer did not have the motor gear and pinon properly installed after replacing bezel assembly. After correcting, error code cleared. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services determine the probable cause of the customer¿s reported issue was due to improper installation of motor gear and pinon. Device was not returned to manufacturing facility.

Event description:
It was reported that the device 8100 is having an error code of 242.4030. There was no patient involvement.

Event description:
It was reported that the device 8100 is having an error code of 242.4030. There was no patient involvement.

Manufacturer narrative:
Omit : a27 - appropriate term/code not available (3191). Correction : unique identifier (UDI) # additional information : medical device serial #, device manufacture date, imdrf annex a, b codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.